Event description:
The customer reported that the system displayed an error and failed to save patient image data. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The reported issue could not be duplicated. The system performed as intended following a system reboot. The customer cancelled the service call.